Event description:
It was reported that the patient presented to the emergency room following delivery of inappropriate shock by the implantable cardioverter defibrillator (ICD). Cause of shock was misinterpretation of patient arrythmia. Programming changes were made. The patient was stable following changes.